Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) had sterile saline leak from the balloon and a balloon rupture was observed during preparation. Another mynx device was used to achieve hemostasis. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) had sterile saline leak from the balloon and a balloon rupture was observed during preparation. Another mynx device was used to achieve hemostasis. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was not received, and the stopcock was noted open. The sealant remained in the manufacturing position, not exposed to blood. The procedural sheath was not returned with the device. In addition, the balloon was received fully deflated. Leak testing was performed per mynx control instructions for use (IFU), and the results revealed a tear in the balloon of the returned device. Visual inspection at high magnification revealed a taper-to-taper tear in the balloon of the return device. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product investigation, it is not possible to determine what factors may have contributed to the rupture reported. However, handling factors of the device, such as rapid inflation, are possible as taper-to-taper tears can occur with over inflation. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229922 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) had sterile saline leak from the balloon and a balloon rupture was observed during preparation. Another mynx device was used to achieve hemostasis. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The deployer was mynx certified. The device is being returned for evaluation.